Event description:
An ipp device was implanted on 2/24/84. The reservoir was revised on 7/15/85. A revision surgery was performed on 1/20/87. Info received on 9/4/97 indicates the entire device was removed from the pt in 1987, date and reason not provided.